Event description:
A caller reported receiving a ¿replace sensor¿ error message on the same day of applying the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced symptoms described as ¿disorder of vision, engine inconsistency,¿ and sweating. A treatment of baqsimi was administered via the nasal passage by a non-healthcare professional and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) . Visual inspection was performed on the returned sensor tail, no watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ error message on the same day of applying the adc device and as a result, the customer was unable to obtain sensor readings. The customer became hypoglycemic and experienced symptoms described as ¿disorder of vision, engine inconsistency,¿ and sweating. A treatment of baqsimi was administered via the nasal passage by a non-healthcare professional and no further information was provided. There was no report of death or permanent injury associated with this event.